Event description:
It was reported that balloon rupture occurred. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable.